Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient initially experienced nausea, frequent vomiting, abdominal pain, fatigue, and a racing heartbeat. At the time her cgm was at 197 mg/dl on the mobile device. She mentioned that she did not take any medication when she was experiencing this symptoms. No mention if the bg was checked. After approximately 12 hours, at around 2:00 pm on same day, she went to the hospital. Her glucose reading that she can remember at that time was 197 mg/dl while the blood glucose level was 540 mg/dl. She was diagnosed with dka and was admitted. Treatment included insulin therapy and intravenous fluids. A CT scan of the abdomen was also performed. The patient remained in the emergency room until on (B)(6) 2025. As of on (B)(6) 2025, the patient continues to experience fatigue. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.